Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The review identified: "left shoulder arthroplasty with modular humeral component replacing the proximal humerus. The humeral diaphyseal segment component is disassociated from the body component and is displaced anteriorly. Thin linear radiolucency at the humeral stem cement-bone interface may be indicative of loosening." Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cus const glen lnr and hd set part # cp562414 lot # 054210. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06497. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the humeral head dislocated from the proximal body causing revision due to dislocation. Patient's left side is going to be revised. Attempts have been made and additional information on the reported event is unavailable at this time.